Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the sheath was split in the laboratory and was covered with tegaderm to maintain sterility. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product damage has been completed. The cause of the issue was not determined since the product was not returned. This report is being filed as part of a retrospective review of historical records.